Event description:
Caller reported an issue during the fill tubing step of the load sequence, where drops of insulin were not visible at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in completing the load process by guiding them to disconnect tubing at the t:lock and fill the tubing, and then filling and loading a new cartridge on the pump, after which the issue was resolved and insulin was resumed.